Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The damaged central processing unit board was observed during the sample evaluation. The cause of this condition was determined be damaged force sensing resistors. The parts were not in stock to repair the device and the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged central processing unit board. No additional information is available.